Event description:
Routine complaint investigation when a health care facility reported receiving a high blood glucose reading of 395 mg/dl when compared to a valid laboratory comparison of 113 mg/dl. These results when plotted on a clarke error grid fall within the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, medical intervention or mistreatment associated with the event.